Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2007, the patient was implanted with an scs system. On (B) (6) 2010, the patient reported that the ipg had stopped working. The patient stated that the device had not worked since (B) (6) 2009 and will no longer charge. The patient has fallen several times in the last year. The patient's ipg was explanted and replaced with an eon mini ipg.